Manufacturer narrative:
Investigation summary: our quality engineer inspected the photographs submitted for evaluation. Bd received two photographs which displayed the product with the cannula in the tubing. The reported issue was confirmed upon inspection of the received photos. The cause of the issue could not be determined since the sample was not returned for evaluation. With no physical evidence supplied, the defect could not be confirmed. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the safety mechanism on the bd saf-t-intima¿ IV catheter safety system failed to work during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the catheter does not slide the silicone, preventing the exit of the puncture needle."